Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problems (check therapy pad messages, adjust belt messages, arrhythmia) were confirmed. As received, the belt failed incoming testing, specifically the te recognition test. Upon investigation, there was an open along the pulse wire between the front therapy electrode pad and ECG 'a'. The cause of the alarms is the open pulse wire. The root cause for the open pulse wire was excessive force on the cable. No adverse event resulted from the open pulse wire.

Event description:
A us distributor returned electrode belt (B)(4) and reported that a patient received check therapy pad messages, adjust belt messages and arrhythmia alarms.